Event description:
The customer stated that they are getting inaccurate aorta diameter measurements.

Manufacturer narrative:
Additional device system component part number: pa007792/0570-0188. The unit was not evaluated. Inaccurate aortic diameter measurement.